Event description:
On 08/30/2001, a clinical incident involving a lopro arthrowand was reported to arthrocare corporation. It was reported that a patient sustained a burn around the device portal during a knee scope. According to the director of risk management for the involved hospital, the patient was prescribed antibiotics as a preventative measure. No further surgical or medical intervention was reported. As of 9/2001, the affected area is reported to be healing well.